Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an alert 38 motor stall occurred on the pump approximately ten minutes after a meal announcement, and the user¿s blood glucose was 148 mg/dl at the time; the event was characterized as a device mechanical problem involving the motor with potential failure to infuse and consecutive stalled motor alerts, and the user was advised on a dry run test and to change supplies when available. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified with the device, including communications issues identified and a motor component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure and manufacturing deficiency.